Event description:
I switched my diabetic test strips from accu-chek to onetouch (bought at (B)(6)). My readings of the test results changed or increased a lot (about 15-20 points on average) according to my test log I have been keeping for myself. For example, onetouch reading was 132 this morning (I just bought some extra accu-chek test strips last night to do the comparison) while accu-chek gave 114 (118 difference). Is this normal variance between the two types of diabetic test tools? Or which one is the right one? When I changed the test strip, I also changed the metformin brands: before I had metformin from (B)(6) and I currently have metformin from (B)(6). Not sure whether these two different metformin play a role or not in terms of my test readings. I have metformin 24 hour 500 mg tabs. Dates of use: (B)(6) 2017. Diagnosis or reason for use: diabetic patient.